Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 600 mg/dl. Customer experienced symptoms such as nausea. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer performed troubleshooting for high blood glucose level. Customer was not using auto mode. The insulin pump will not be returned for analysis.